Event description:
During contrast injection, the syringe on the contrast side was sheared off at the bottom of injector and scan had to be aborted. The injector was reloaded and patient was scanned without incident.